Manufacturer narrative:
The device was received by resmed for investigation. The device evaluation confirmed a single occurrence of error message (sf131), however, performance testing could not reproduce the device event. Device inspection found water damage and contamination in the device. Based on all evidence and previous investigations of similar complaints, it was determined that the error message was most likely due to device contamination. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the blower temperature monitoring. There was no patient injury reported as a result of this incident.